Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power loss. The patient's blood glucose at the time of incident was 400 mg/dl, which he treated via insulin pump bolus. During troubleshooting, the customer stated that the alarm occurred while he was sleeping; the device had not been in use for an extended period of time. The customer was advised that the power loss alert was normal insulin pump behavior. The insulin pump was not returned for analysis.